Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one j-tip guidewire loaded to a guidewire straightener was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. Uncoiling was noted throughout the distal guidewire portion, proximal to the introducer needle hub. The portion was also noted to be stretched. The guidewire was noted to be stuck within the introducer needle. The j-tip of the guidewire was not protruding the introducer needle bevel. The flat core wire was protruding the uncoiled portion of the guidewire. The termination of the flat core wire was observed to be granular. An attempt to advance the j-tip guidewire into the introducer needle was performed and was unsuccessful. The guidewire felt stuck within the introducer needle. The guidewire did not advance within the introducer needle. Therefore, the investigation is confirmed for the reported failure to advance, physical resistance or sticking and identified stretched, unraveled, fracture and material separation issues. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. A definitive root cause could not be determined based upon the provided information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025 a patient underwent the port placement procedure. It was reported that during a port placement procedure the guidewire was allegedly became impossible to insert halfway through. The needle and guidewire were removed. There was no reported patient injury.